Manufacturer narrative:
Additional information: surgeon reported that visual outcome following photorefractive keratectomy is excellent and there has been no long-term issue for the patient. However as the patient's epithelium was affected the patient required unplanned time off-work as a result of the event.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Field service specialist (fss) visited the account and confirmed the issue from watching the customers video of the treatment. During a gel cut, he noticed that the depths were not correct and that the melt/mesh pattern was unusual. There had also been a jump of 4000 encoder counts during the system warm up sequence. Fss found encoder was flickering amber rather than solid green, without any movement of the z stepper. He realigned to ensure the encoder transitioned on the way up and down. The system still did not cut a flap correctly and the melt was very poor, with only 40% of the bed cut being hardly affected by the laser. Fss checked out the laser engine alignment, delivery system alignment and reseated all associated boards and connections. The issue remained and the objective assembly was replaced. Its set up was completed and all necessary calibrations were carried out. The objective replacement resolved the issue. After objective replacement melt is at 90 and the flap depths are exactly as commanded. The system is functioning correctly and meets all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had difficult lifts as surgeon reported flaps were not properly created and appeared to be shallower than expected. Surgeon mentioned that femto energy went very anterior into the epithelium, disrupting it and as a result corneal epithelium was macerated in patient's both eyes. Surgeon abandoned lasik procedure and patient accepted to proceed with wavefront guided surface excimer laser treatment (photorefractive keratectomy/ prk) instead. Surgeon reported that loss of best corrected visual acuity (bcva) is not expected but will have prolonged visual recovery period as is normal with surface photorefractive keratectomy treatment. It was reported that patient was given topical steroids and a bandage contact lens was placed. Current patient status is that is recovering from photorefractive keratectomy. Prior to the surgery and during system warm-up system gave a z-galvo error that was cleared by re-starting the system.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation an optical problem was found. There was no product deficiency identified.